Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos computer and the hard drive. Reloaded software, no errors at boot up and during system operation. System operates as intended.

Event description:
The customer reported the system displayed a corrupted files error message on boot up and deleted images from a previous case. No pt injury was reported.